Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had electromagnetic interference while the patient was working on an electrical pump system. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.